Manufacturer narrative:
(B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 lens, -8.0/+2.5/087 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2019. On (B)(6) 2020 the lens was explanted due to lens opacity psc cortical. Transient loss of bcva is also reported. Reportedly, the patient developed psc cataracts on (B)(6) 2019 that appeared to resolve by (B)(6) 2019. The cataract reappeared in (B)(6) 2019 and bcva was limited to 20/50.

Manufacturer narrative:
Corrected data: b4-date in initial MDR is corrected to (B)(6) 2020. D10- date received by manufacturer in initial MDR is corrected to 13-mar-2020. G4- date in initial MDR is corrected to (B)(6) 2020. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- "the problem was resolved with s/p catatarct extraction and a pciol implantation." This statement should be included in initial MDR. Claim# (B)(4).

Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid. Visual inspection found a circular mark on the optic. Claim# (B)(4).

Manufacturer narrative:
H6 - method code 3331. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).